Manufacturer narrative:
PMA/510(k): preamendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the micropuncture transitionless stiffened cannula access set experienced a separation during an implantable cardioverter-defibrillator (ICD) procedure. One micropuncture transitionless stiffened cannula access set was used without any issue. When the second micropuncture transitionless stiffened cannula access set (complaint device) was used, the physician noted resistance while puncturing, as well as during advancement of the wire guide through the needle. At this point, the physician attempted to remove the wire guide portion of the device, but noted resistance while removing the wire guide through the needle. The physician "pulled it forcefully," resulting in the elongation of the wire guide. An attempt was made to remove the wire guide and puncture needle together, when the wire guide separated inside the patient. "Approximately 5mm" of the wire guide tip remained inside the patient. The procedure was then completed using the first micropuncture transitionless stiffened cannula access set. The separated piece still remains inside the patient's body, and the physician has no plans to remove it in the future.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation a review of the dimensional verification, complaint history, device history record, documentation, drawing, manufactures instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the coil was unraveled from the solder junction with a portion lodged in the sdn needle. Biomatter was present inside the hub of the sdn needle and on the wire guide. The length from the proximal end to the solder junction was 33.5cm. The length from the solder junction to the end of the mandril core was 5.2cm. The state of the coil was unraveled and elongated approximately 50cm from the end of the mandril core. The end of the mandril core appeared to be bent and compressed. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed several nonconforming events. These included: five for wavy coil, two for wrong count/incorrect quantity, one for stretched coil out of bag, and one for a burr on the sdn needle. While two of these nonconformances are related to the failure mode, all affected units were scrapped and no replaced prior to order completion. It should also be noted there were no other reported complaints for this lot number. Furthermore, while there is no specific IFU that comes with this device, it does come with a label. This label clearly advises against pulling the wire guide through the needle. Moreover, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could be traced to user error and a failure to follow instructions. As the label advises against pulling the wire guide through the needle. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.